Event description:
Reuse tech reported one incident of a blood leak with the CT 190g dialyzer noted during use (reuse number unknown). No pt injury or medical intervention was reported per tech. No further info was retained by the tech regarding this incident.